Manufacturer narrative:
Set screw out of adjustment. Screw readjusted.

Event description:
It was reported by service report that the bed has no motor functions. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.